Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-15287. Related manufacturer reference number: 1627487-2021-15288. It was reported that patient was experiencing ineffective therapy from the time the system was implanted. As a result, surgical intervention was undertaken wherein the lead and extensions were removed and a new paddle lead and extensions were placed. Reportedly, effective therapy was restored.